Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 417 mg/dl due to three of his infusion sets not sticking properly; the tubing of three sets detached. The patient treated via manual insulin injection. During troubleshooting there were no insulin pump anomalies: the device settings were correct and there were no malfunctions. The insulin pump was not returned for analysis.